Event description:
Device issue: balloon ruptured. Time of device issue: during the procedure. Adverse event: none. It was reported that during an interventional procedure in an unspecified artery, the 14 x 40 foxcross balloon was inflated above the rated balloon pressure to 12 atmosphere and ruptured. No adverse patient effect was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not provided. A review of the lot history could not be performed.